Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 45 mg/dl. The customer was treated with food. The customer also reported via phone that at night he had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer was treated with shot. The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. . The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery with manual prime. Customer was advised that pump is working as designed.